Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient underwent a coronary stenting procedure to treat a lesion in the 1st obtuse marginal artery. A 2.25 x 18 mm xience sierra stent was implanted. On (B)(6) 2019, the patient experienced angina. In-stent restenosis was noted and a revascularization procedure was performed. The adverse patient event resolved. No additional information was provided.